Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site 12 hours after the pod was removed. The patient reported hardness, redness and pain at the pod site. In order to treat the infection, the patient was prescribed antibiotics.